Event description:
On 04/26/2024, it was reported by an arthrex subsidiary employee via (B)(4) that (2) ar-3652tsp fibertak® rc suture anchors bent upon insertion. This occurred during a shoulder arthroscopy where other anchors were used to complete the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion, prying/leveraging the device during insertion.